Event description:
The customer contacted beckman coulter, inc. (Bec) to report non-reproducible false positive results for troponin I (accutni) for two (2) patient samples assayed with access accutni reagent on an access 2 immunoassay system. The false positive accutni results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the laboratory has a repeat protocol in place when an unexpected or positive accutni result is generated. A different analyzer is used for the repeat analyses. Quality control data and system performance data were not provided by the customer.

Manufacturer narrative:
The customer declined service for this event. A field service engineer (fse) was not dispatched to the customer's site. An evaluation of the analyzer was not performed. A definitive root cause for this event has not been determined.